Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed a broken tube. Functional testing was performed (open/close slide clamp, attach female luer adapter to fluid source, prime set, purge air). The sample failed functional testing due to a leak in the tubing. The sample passed the clear passage test but failed the pressure test. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An intravenous (IV) extension set, in use on a baby, leaked during a continuous morphine infusion causing the patient to become agitated due to the patient not receiving an adequate amount of morphine. The patient was being treated in the medical surgical intensive care unit for an unreported indication. The patient was receiving a continuous infusion of morphine via a syringe pump (unspecified) at a low rate, approximately 0.3 ml/hr. During the infusion, it was noted that the IV tubing was leaking ¿where the tubing met the wings" (not further specified). As a result, the patient was not receiving an adequate amount of morphine, which required frequent boluses for agitation (no further detail was provided). Subsequently, the IV tubing set was removed and the IV tubing and syringe pump set up was replaced. There was no further medical intervention required. No further information was provided regarding the patient outcome from the event. No additional information is available.